Manufacturer narrative:
The field service engineer (fse) checked the main pump pressure, gear pump pressure, water volume for the inner probe wash, horizontal and vertical adjustments of the sample/reagent probes, and cell rinse volume adjustment. The fse verified that there was no leakage from the cell rinse nozzle or tubing. He also checked the sample quality after sample centrifugation. He also aligned the probes. The customer performed a comparison test using patient samples on two c 702 modules; the results were acceptable. The investigation determined the service actions resolved the issue. The investigation determined the event was caused by insufficient service maintenance.

Manufacturer narrative:
The customer performed two precision tests; the results for both tests were acceptable. The customer stopped performing the assay on the module. The reagent lot number is 731881. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 (crej2 results from about 400 patient samples tested on the cobas 8000 c702 module. On (B)(6) 2023, the reporter observed that the creatinine results from the module were low and reruns on the other module differed significantly and exceeded the total permissible error. They noted that approximately 200 out of 300 tests gave low results. The reporter stated that one of the two onboard reagents was beyond its stability date but the calibration and qc were acceptable. They determined that the reagent with the expired stability date caused the issue. On (B)(6) 2023, the reporter again observed low creatinine results from the module. They again noted that approximately 200 out of 300 tests gave low results. The stability date of the reagent onboard was met (1 day left) and the calibration and qc were also acceptable. Please refer to the attachment pt (B)(6). For the table containing the questionable results.